Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation:n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with two unspecified mentor breast implants and suffered unexplained systemic symptoms, including unspecified sides effects and fatigue. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. Mentor has received no information regarding an expected explantation date. It is currently unknown if the reported devices are gel or saline. At this time of report, they are reported as saline devices. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted. This report is for one of the reported prostheses.